Event description:
Device had inconsistent dispensing since (B)(6) stopped working altogether in (B)(6) but all reports said it worked. I had serious drug withdrawal, associated symptoms had to see several doctors including gi numerous test costing in the (B)(6) and serious quality of life issues no meds for months not until the apparent fill date and dr realized no meds were used even though machine said it dispensed. Very ill. When determined it didn¿t work could not tell why, then no surgeons would touch it wanted it removed still waiting on surgery (B)(6) meanwhile full of meds they would not remove. Had a hard time getting oral meds since I had pump plus, I paid for fills and all the test easily (B)(6) plus this will be third surgery probably (B)(6) when it's all done I have many more details.